Event description:
It was reported that during a lap cholectomy, an inferior mesenteric artery didn't seal. And bleeding significantly enough to abandon the laparoscopic technique. The doctor immediately converted to open. The case was completed.

Manufacturer narrative:
Info not available, device not returned for analysis.